Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and flow sensor assembly. The blower motor and flow sensor assembly were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to contamination. The blower motor was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly and blower were replaced to address the issue.